Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right atrial lead exhibited loss of sensing, the patient was asymptomatic. The lead was capped and replaced during device upgrade procedure.